Event description:
It was reported that an implantable neurostimulator, specifically the synergy dual channel for stim pain, was experiencing issues as it was "trying to come out of the body," indicating potential device erosion. The patient, who was hospitalized, reported that the stimulator was attempting to erode out of the pocket and expressed concern that the device would "die in 3 months." The patient confirmed that no bacteria had entered the site. A special bandage with antibiotics was being used to manage the situation, but no surgical intervention had occurred, and the patient was seeking physician listings to address the device issue. The issue remained unresolved at the time of the report. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.